Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons were less responsive, harder to press and sometimes has to press buttons twice as well as chip was missing where reservoir screws in. Customer¿s blood glucose of unknown. Customer stated that insulin pump has rejected new batteries. Insulin pump will not be returned for analysis.